Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user installed a new dexcom g6 sensor and transmitter and then did not receive glucose readings on the ilet until assisted with proper pairing of the sensor and transmitter to the ilet. Symptoms included no reported adverse clinical effects. Outcomes included restoration of glucose data display on the ilet and no impact to blood glucose. Investigation included remote troubleshooting and education on correct pairing steps. Investigation of this case revealed that the issue was user error related to incorrect or incomplete pairing of the dexcom g6 components, which prevented data transmission to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect device setup.